Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the helix of the right ventricular (rv) lead was unable to extend. A new rv lead was used to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the helix issue was observed after the lead was placed in the body.